Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Cultures were taken and antibiotic treatment was administered. The entire pacing system was explanted and will be replaced. No further patient complications have been reported as a result of this event.